Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving morphine (6 mg/ml at 4.2 mg/day) and bupivacaine (17 mg/ml at 12 mg/day) via an implantable pump for non-malignant pain. It was reported that the hcp noted a discrepancy between the actual residual volume versus expected residual volume. The pump consistently had 4 to 5 ml remaining in the pump than expected upon refills. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostic/troubleshooting was performed. A clinical decision was made to replace the entire catheter when the patient presented with signs and symptoms of withdrawal ( increased pain, nausea, and diarrhea) two weeks ago. On (B)(6) 2022, when the pump was disconnected from the catheter and placed on the back table, a single bolus was programmed and upon visualizing fluid exiting from the pump, the bolus was aborted. The neurosurgeon verified the pump rotor functionality. Upon opening the spinal incision site, it was noted there was a kink in the catheter below the anchor and immediately above the connector. The infusion rate of the pump was decreased by 50% after the catheter was replaced. The issue was resolved at the time of report. The patient's medical history included regional pain syndrome. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: catheter. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 25-jan-2015, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 26-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter serial number (B)(6) revealed no significant anomaly; catheter body melted at or after explant, did not affect infusion. Analysis of the catheter serial number (B)(6) revealed no significant anomaly; catheter sc connector; tear in seal, no leak seen in lab and no leak allegation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep) provided the refill dates with discrepancies. (B)(6) 2021 expected 2.7 ml, actual 5.0 ml (B)(6) 2021 expected 3.4 ml, actual 7.0 ml (B)(6) 2021 expected 5.6 ml, actual 6.6 ml (B)(6) 2021 expected 2.8 ml, actual 2.6 ml (B)(6) 2022 expected 4.9 ml, actual 8.0 ml (B)(6) 2022 expected 6.7 ml, actual 9.0 ml.